Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose levels (260-300 mg/dl) on multiple occasions. Customer stated their basal rate may need to be adjusted. Customer delivered correction boluses to stabilize blood glucose levels. System check was performed and the pump was functioning as intended. Recommendation was made to discuss diabetes management with their health care professional.